Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported by the patient that allegedly he received a right hip replacement approximately 6 years ago. It is further alleged that he developed an infection and has chronic pain.